Manufacturer narrative:
Unit received with critical pump error and pump error 35 due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch.

Event description:
The customer reported via phone call that the insulin pump was completely unresponsive. The customer¿s blood glucose was 210 mg/dl. The customer reported that the insulin pump was exposed to moisture and insulin pump was completely shut down. The keypad was unresponsive. The customer was advised that the insulin pump will need to be replaced and also revert to backup plan. The insulin pump will be returned for analysis.